Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir or tubing had air bubbles. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the size of air bubble was 3 centimeter. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. The customer was advised not to pull out the plunger too far. The reservoir will not be returned for analysis.